Event description:
Info received that the head section drifts down slowly after several mins. No injury reported.

Manufacturer narrative:
Tech located the bed in ICU. Found head section would drift down slowly due to faulty head up solenoid valve. Replaced the solenoid valve to resolve this issue.